Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. The patient was given medication and the device was reprogrammed. The device remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.